Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message indicating it had lost communication with the analyzer. The user attempted to select ¿¿restart¿¿ on the programmer screen but this failed to resolve the issue. There was no patient involvement.